Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was not holding its charge. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the power issue began on (B)(6) 2017, at 12.00 pm. The patient informed csr that she manages her diabetes using insulin (no adjustments), and in response to the alleged issue she took her usual dose of insulin, and ate more food than normal. The patient reported that 3-4 hours after the meter issue began, she developed symptoms of ¿dizziness and jitters¿, she denies requiring any medical treatment in response to the symptoms. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no misuse of the product, and this was not a recurring issue the csr documented that based on the information provided the battery did not need replacing. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.